Event description:
A patient reported experiencing inaccurate erratic, low results with a one touch ii. On 11/01, patient's blood glucose results were 225 and 128 mg/dl. Tests were done within 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.